Event description:
Reporter stated that customer received the following results on 2 different meters within 3 minutes: 300 mg/dl (mobile system) and 99 mg/dl (aviva nano system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva nano system. Reference medwatch with patient identifier (B)(6) for the mobile system. Device will not be returned.